Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there were no adverse patient effects. The patient was being fine after the pci. The subject guide wire was returned for evaluation. The returned wire had its coil wire elongated for approximately 140 mm from the middle solder at 70 mm from the distal wire end. The end of the elongated coil wire was found fractured. At approximately 50 mm from the middle solder, the core wire was found fractured. Wire fractures were microscopically observed. The fracture end of the core wire showed downsized wire diameter, suggesting that tensile stress contributed to the fracture. The fracture surface of the coil wire was flat, inferring that torsion was applied as the coils became straightened. At the distal end of the elongated coil wire, the ball tip remained attached. At approximately 30 mm proximal to the ball tip, the coil wire started to elongate for approximately 150 mm and fractured. Under the elongated coil wire, the inner coil wire was exposed. The coil wire fracture on the distal side was also microscopically observed. The distal coil wire fracture showed the same characteristics as seen on the proximal side: flat surface due to torsion generated as coils got straightened. At the end of the exposed inner coil wire, solder was found attached. This finding suggested that the inner coil wire remained as a unit. To observe the distal side of the core fracture, the coil wire and the inner coil wire were removed. It revealed that the core wire was fractured at approximately 20 mm from the distal wire end. Outer diameter of the core wire was downsized due to tensile stress just as seen on the proximal side of the core fracture. The twist wire, the other wire composing the wire core, was also observed. Solder was found attached on the twist wire end, suggesting the twist wire remained unfractured. By measuring each length of the core and the coil wire, it was concluded that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was conclude that pulling stress exceeding the product's design limit was inadvertently applied on the subject guide wire while the distal segment was being trapped by the deployed stent, and that stress led the core wire to fracture and the coil wire to elongated and eventually fracture. There was no indication of product deficiency. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the subject guide wire became separated during a percutaneous coronary intervention (pci) to treat a 75-90% stenosis in the lmt. A non-asahi guide wire was advanced to lad and the subject guide wire was advanced to lcx. Over the non-asahi wire, a non-asahi stent delivery system was advanced, deflated at 20 atm, and a stent was deployed. Upon removal of the subject wire, it became trapped with the deployed stent. The wire was forcefully removed and became fractured. When all the system was removed, the separated wire was also retrieved as it was tangling with the non-asahi wire. The pci was completed after post-dilatation.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.